Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer stated that the insulin pump was blank and flashing red. The customer's blood glucose was 5.2 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected critical pump error (open book image) alarms, blank display anomalies, vibration anomalies or red light indicator anomalies noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and selftest. The insulin pump was received with high sleep current measurement due to moisture damage on all electronic assemblies. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, partially broken off reservoir tube lip, cracked reservoir tube lip, peeling end cap address label, corrosion in battery tube, corrosion on force sensor assembly and moisture damage on motor assembly.